Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the suction bellows of oasis drains have not been inflating correctly. No harm was reported.